Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was observed via a merlin.net transmission. Patient and device monitoring will continue.

Event description:
New information received states that the device was explanted and upgraded. The patient condition was stable before the procedure, during the procedure and was also stable at the predischarge check.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The programmer longevity estimate was found to be incorrect. The cause could not be confirmed.